Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
During an field change order upgrade servicing, a philips field service engineer (fse) noticed that the mx40 did not produce any sound when booting up. No adverse patient impact reported.

Event description:
During an field change order upgrade servicing, a philips field service engineer (fse) noticed that the mx40 did not produce any sound when booting up. There was no patient involvement.